Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr), history of hypertension, rotated heart, an aorta hugger and acute posterior 2 leaflet flail for a mitraclip procedure. The 1st mitraclip xt was implanted successfully and the mr was reduced to grade 2+. A second mitraclip xt was placed lateral to the first clip in the posterior 2/posterior 1 location. There was difficulty grasping the anterior leaflet, the clip was inverted when returning to the left atrium (la) the clip became entangled in the chords. After the clip was freed from the anatomy, the mr had increased due to a chordal rupture on the posterior 1 leaflet. Continued attempts continued to worse the mr causing the mr to increase to the same as initial grade 4+. The procedure was discontinued without implanting the second clip. It was reported that due to the anatomy of the rotated heart, imaging and steering was difficult. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp, positioning failure of inability to capture, difficult to remove (clip entangled in the chords), difficult or delayed positioning, and poor image resolution appear to be related to patient morphology/pathology. The reported patient effect of tissue injury was due to the clip interaction with the chordae. The unchanged mr appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported surgical intervention was a result of case specific circumstance as the patient underwent valve replacement surgery. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received it was reported that on (B)(6) 2025, the patient underwent valve replacement surgery. The patient had no reported adverse effects or clinically significant delay. No additional information was provided.